Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device automatically switched between lead selection modes. Therefore, the device was unable to capture the pt's heart rhythm. Complainant indicates that they were able to obtain another device to continue monitoring the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.